Event description:
It was reported that the universal oscillating saw attachment made rattling noises. It wasn't possible to saw anymore after 2 seconds. It was reported that surgery time was extended by 10 mins and the surgery was completed with another device. No additional clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.